Event description:
The lay user / pt contacted lfs on oct 21, 2009 alleging inaccurate readings on their one touch 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following info: the pt mentioned that on the evening of the event day, the pt tested his blood glucose and obtained a 3.7 mmol/l (66mg/dl) at 5:30 pm. It is unk how much novomix insulin the pt took since he takes his insulin based on the meter readings. The pt developed symptoms at 10:30pm that night. He was feeling sweaty, hot confused and loss of consciousness. A family friend contacted the paramedics at 11:40-11:45pm and did not try to attempt to treat the pt or test the pt's blood glucose. The paramedics tested the pt using their own meter (brand unk) and obtained a 2.8 mmol/l (50 mg/dl) and treated the pt with an unspecified amount of glucagon injection at 12:14am. The pt regained consciousness around 12:14-12:23 am in the next day. Prior to the paramedics leaving at 12:23am, they tested the pt's blood glucose again using their meter and obtained a 5.8 mmol/l (104 mg/dl). Paramedics also tested the pt using the pt's meter and obtained a 19 mmol/l (342 mg/dl); however, customer care advocate (cca) was unable to confirm the result since the meter did not power on at the time of call. The tests strips that the pt was using at the time of event were finished; therefore, cca was unable to obtain info on the subject test strip used at the time of the event. A normal reading for the pt is between 5-10 mmol/l. The pt purchased the meter in 2007. The complaint is being reported since the pt took insulin based on the meter reading and five hours later developed hypoglycemic symptoms and had to seek medical attention and was treated by the ems for a blood glucose reading of 2.8 mmol/l.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of products(s) that do not pass inspection in a supplemental report.